Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that patient had felt into diabetic ketoacidosis and also having no alert on low blood glucose. The customer¿s blood glucose level was unknown. The customer was advised by the doctor to replace the insulin pump. Customer mother does not have the insulin pump for troubleshooting. Insulin pump will not be returned for analysis.